Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Microsensor was received for evaluation. Review of the history device records was not possible as the lot number was unknown. Failure analysis- catheter material kinked, stretched and mashed from tip. Catheter internal wires are broken and stretched. No testing was possible. The root cause of the defective device is due to a bad handling from the user.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the microsensor has been placed to the patient for one week. At the time of its removal, the icp status was checked but, no numerical value was displayed. There was no surgical delay and no adverse consequence to the patient.